Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firming at 94,367 joules during prostate vaporization. The procedure was completed with a second fiber. The pt outcomes was reported as "okay".

Manufacturer narrative:
(B)(4): refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.